Manufacturer narrative:
The device was received and investigation was completed. The reported separation and kink were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.5x12 mm nc trek was inserted into the guide catheter and became kinked and subsequently fractured outside the tuohy. The separated segment was removed. Another same size nc trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.